Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to noise on the right ventricular (rv) lead. The patient's device was interrogated and the rv lead impedance measurements were found greater than 2000 ohms with noise noted upon pocket manipulation. A lead revision procedure was performed and normal lead impedance measurements were obtained through the pacing system analyzer (psa). The connection between the device and lead was checked; the lead was reinserted and tested three times with the existing device and impedance measurements were still high and varied from 600 to 2000 ohms. The lead was then surgically abandoned and the device was explanted. A new rv lead and device were successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.